Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-24. It was reported that the root cause of the patient not being able to increase the rate to 300 was due to the way the programming was designed; it didn¿t allow him to increase, but only decrease. There were no actions/interventions needed to resolve the issue and it was noted that the issue resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was unable to increase the rate to 300 even though he has access for rate. No symptoms or further complications were reported.